Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately seven months after device system implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.